Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014 the patient underwent a coronary stent procedure with placement of a 2.75x23 mm xience prime stent in the proximal left anterior descending (lad) coronary artery. Four years later, the patient had cardiac chest pain on (B)(6) 2018 that continued for three days. The patient was re-admitted to the hospital on (B)(6) 2018. On (B)(6) 2018 revascularization was performed with balloon dilatation in the proximal lad. The condition resolved and the patient was discharged home on (B)(6) 2018. No additional information was provided.